Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient, who was part of the (B)(6) study, is deceased and died approximately two weeks post device system implant. The patient is reported to have received the device system following surgery for a femur fracture. The cause of death is reported to be due to myocardial arrest.